Event description:
It was reported that a coronary stenting treatment procedure, the stent prematurely deployed. The 80 to 85% stenotic, 4x16mm, de-novo lesion was located in the non tortuous and non calcified proximal left anterior descending artery. The physician was advancing a 4.0x16mm promus element stent and while attempting to pass it through the haemostatic valve attached to the guide catheter the stent delivery system got stuck inside the valve and the stent started to deploy. This event occurred outside the body. The procedure was completed with another 4.0x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a coronary stenting treatment procedure, the stent prematurely deployed. The 80 to 85% stenotic, 4x16mm, de-novo lesion was located in the non tortuous and non calcified proximal left anterior descending artery. The physician was advancing a 4.0x16mm promus element stent and while attempting to pass it through the haemostatic valve attached to the guide catheter the stent delivery system got stuck inside the valve and the stent started to deploy. This event occurred outside the body. The procedure was completed with another 4.0x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. Several rows at the distal end of the stent were stretched and misaligned. The stent measured approximately 19mm in length. Struts on rows 1 and 2 from the proximal end were raised distally and misaligned. The stent had moved distally on the balloon with the proximal end of the stent resting 4mm distal to the distal edge of the proximal markerband. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon showed no signs of having been inflated and no issues were noted with its profile. Several kinks were identified along the hypotube. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).